Event description:
The customer reported the cysto-nephro videoscope was reprocessed with an oer-6 endoscope reprocessor that could not drain water sufficiently when replacing the water filter. The water filter was not changed every month and it was operated for about half a year. The issue was found during reprocessing. There were no reports of patient harm. This report is related to the following linked patient identifiers: (B)(6).

Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the improper reprocessing occurred because the water filter was not replaced at the recommended replacement time per the procedure. The event can be detected/prevented by following the instructions for use which state: ¿chapter 7 routine maintenance 7.3 replacing the water filter (maj-2317) replace the water filter periodically, at least once in two months to prevent contamination of the rinse water. The water filter should also be replaced whenever the error code [e01] indicating water supply insufficiency is displayed. Caution replace the water filter at least once in two months. Otherwise, miscellaneous germs and stains in the water may contaminate the equipment and/or the endoscopes and prevent effective reprocessing.¿ olympus will continue to monitor field performance for this device.